Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department. The customer's report was observed and attributed to a damaged auxiliary connector. The auxiliary connector harness was replaced to resolve the report. Analysis of reports of this type has not identified an increase in trend. This report was inadvertently submitted and reports of this nature typically do not meet zoll's reportability requirements as power by battery was available to the user.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.